Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The investigation confirmed for the reported break and retraction issues, but was inconclusive for the reported deflation issues. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf75124 pta balloon dilatation catheter allegedly experienced deflation problem, retraction problem and break. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) female patient's weight was not provided.